Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had reached end of life. No device malfunction suspected. The patient underwent an ipg replacement and was doing well postoperatively.